Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the tension spring components are inside the deployment tube and the seal is cracked. The complaint is confirmed. A corrective action has been initiated for the cracking failure mode.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. Replacement was used to complete the procedure. No patient complications were reported by the hospital.